Event description:
Pt reported obtaining back-to-back blood glucose results, of lo and 107 mg/dl, on the active system (meter, strip lot 22929333 with exp date 05/31/2007). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. The pt reports that this and another vial of the same lot gave lo readings when the strip pad did not absorb the blood droplet. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement prod was shipped.

Manufacturer narrative:
The suspect prod is the active strip.